Event description:
Customer states: pt's family had difficulty inserting the obturator. Customer confirmed no harm to pt. Customer confirmed no additional information is available for this report.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report. (B)(4).